Manufacturer narrative:
Patient participated in a pre-implant trial and participated in conjunction with the implanting physician in choosing the location for the implant and the therapy discs. There is no indicated that any portion of the nalu system or its components failed or malfunctioned. Patient dissatisfaction is related to the location of the implant in relation to the patient's slender anatomy, placement was chosen by the patient and physician.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower extremity pain. The patient did participate in a successful trial phase prior to moving to a permanent implant. After implanting the permanent system the patient expressed dissatisfaction with the position of the external therapy discs. The implantable pulse generator (ipg) was implanted in the patient's thigh, which is exceptionally slender and thus causes the external therapy discs to not seat fully flush against the skin. Alternative methods of securing the therapy discs were tried and not found to be effective. Patient elected to remove the system, a full explant was performed on (B)(6) 2024.